Manufacturer narrative:
(B)(4). It was reported that the device had performance suture diameter issue. It was received for analysis a winding former with two undispensed needle suture of product code c003d. The product code is control release and requires of eight strands per packet. During the visual inspection of the sample, the swage and attachment area was noted to be as expected. The suture was examined along of the strand and no defects or diameter issue were noted. A functional test was performed to strands using a federal gauge to measure the suture diameter and the result meet the requirements. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Per the conditions of the sample received, no performance suture diameter was found, and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The staff found there was a problem with the thickness of the suture after the package was opened. There were no patient consequences were reported.